Event description:
A healthcare professional (hcp) reported unspecified sensor scan results in comparison to unspecified readings from hcp meter. It is unknown whether the customer noted a trend arrow on the device. The customer counteracted by eating apple. However, the customer experienced weakness, "could not walk", loss of consciousness. Subsequently, the emergency services were called and they presented the customer to a hospital. The hcp meter showed 'hi' reading and the customer received insulin infusion (type/dose unspecified) and various infusion (unspecified) as treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 74 mg/dl was compared to a reading of 501 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event. Additional information: abbott diabetes care (adc) received a medwatch report on 10june2025 which reported the following information pertaining to an adc device: ¿the sensor showed that glycemia was too low and my husband drunk coke with sugar. After climbing up a little bit, once again the sugar was too low. So told us the app. This was in the night from (B)(6) 2025. In the morning of friday, (B)(6) 2025, my husband fall into a "ketoacidotic coma". The doctor told us, that the values on the application (send by the sensor "freestyle libre 3") had been totally wrong. The blood sugar was too high. My husband was in the intensive care unit for 4 days and is still in hospital. I made screenshots and I attach them to this form. I have the results from the sugar tests made in the hospital: the sugar was higher than 1.441 mg/dl¿. Adc customer service contacted customer; however, no further information was provided.

Manufacturer narrative:
This serves as a correction/additional information report. Section(s) updated as follows: the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction/additional information report. Sections b2 (outcomes attributed to ae), b5, h6 (type of investigation, investigation findings, investigation conclusions), h10, and h11 have been updated: this complaint was also received via user report and has been reported to FDA. The product has been returned and is pending investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low glucose readings issue was reported with the use of abbott diabetes care (adc) device. A healthcare professional (hcp) reported unspecified scan results were received on the adc device in comparison to unspecified readings from hcp meter. It is unknown whether the customer noted a trend arrow on the device. The customer counteracted by self-treating with apple and "coke with sugar". Consequently, the customer experienced symptoms described as "could not walk", weakness, and loss of consciousness. The emergency services were called, and the customer was transported to a hospital where a glucose result of 'hi' (readings greater than 500 mg/dl) was obtained. The customer was administered insulin infusion (type/dose unspecified) and various infusion (unspecified) as treatment for a diagnosis of diabetic ketoacidosis (dka). The customer was in the hospital for 4 days and their blood glucose level was higher than "1.441 mg/dl" but no additional treatment was reported. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 74 mg/dl was compared to a reading of 501 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A healthcare professional (hcp) reported unspecified sensor scan results in comparison to unspecified readings from hcp meter. It is unknown whether the customer noted a trend arrow on the device. The customer counteracted by eating apple. However, the customer experienced weakness, "could not walk", loss of consciousness. Subsequently, the emergency services was called and they presented the customer to a hospital. The hcp meter showed 'hi' reading and the customer received insulin infusion (type/dose unspecified) and various infusion (unspecified) as treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 74 mg/dl was compared to a reading of 501 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction: sections h6 (type of investigation, findings, investigation conclusions), h7 (if remedial action initiated, other remedial action), h8 (usage of device), h9 (corrective action #), and h11 (additional manufacturer narrative) have been updated. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low glucose readings issue was reported with the use of abbott diabetes care (adc) device. A healthcare professional (hcp) reported unspecified scan results were received on the adc device in comparison to unspecified readings from hcp meter. It is unknown whether the customer noted a trend arrow on the device. The customer counteracted by self-treating with apple and "coke with sugar". Consequently, the customer experienced symptoms described as "could not walk", weakness, and loss of consciousness. The emergency services were called, and the customer was transported to a hospital where a glucose result of 'hi' (readings greater than 500 mg/dl) was obtained. The customer was administered insulin infusion (type/dose unspecified) and various infusion (unspecified) as treatment for a diagnosis of diabetic ketoacidosis (dka). The customer was in the hospital for 4 days and their blood glucose level was higher than "1.441 mg/dl" but no additional treatment was reported. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 74 mg/dl was compared to a reading of 501 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low glucose readings issue was reported with the use of abbott diabetes care (adc) device. A healthcare professional (hcp) reported unspecified scan results were received on the adc device in comparison to unspecified readings from hcp meter. It is unknown whether the customer noted a trend arrow on the device. The customer counteracted by self-treating with apple and "coke with sugar". Consequently, the customer experienced symptoms described as "could not walk", weakness, and loss of consciousness. The emergency services were called, and the customer was transported to a hospital where a glucose result of 'hi' (readings greater than 500 mg/dl) was obtained. The customer was administered insulin infusion (type/dose unspecified) and various infusion (unspecified) as treatment for a diagnosis of diabetic ketoacidosis (dka). The customer was in the hospital for 4 days and their blood glucose level was higher than "1.441 mg/dl" but no additional treatment was reported. There was no report of death or permanent impairment associated with this event.reportedly, a sensor scan of 74 mg/dl was compared to a reading of 501 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.